Event description:
It was reported to boston scientific corporation that an obtryx sling was used during a procedure performed on (B)(6) 2013. There were no patient complications reported at the conclusion of the procedure. The procedure was completed with this device. According to the complainant, the patient experienced pain one week post-procedure. The patient had difficulty sitting due to numbness in legs and buttocks. The physician prescribed estrogen cream for the pain, but the patient did not experience relief. The patient was scheduled to have the device removed on (B)(6) 2013.